Manufacturer narrative:
(B)(4). Device is currently unavailable.

Event description:
Per the clinic, the patient was seen in the emergency room (date not reported) for recurrent discharge and pain at the abutment site. Subsequently, the fixture was explanted on (B)(6), 2014. The device has not been made available for analysis as of the date of this report, (B)(6), 2014.